Event description:
Customer called to report the pump had a no delivery alarm while customer was treating high blood glucose. Troubleshooting was performed. The alarm occurred right away. Customer stated that the device had not been dropped, bumped or exposed to moisture.